Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed error code 45985 and on power on the device it showed error code 45985. Additionally, it was found that the downstream occlusion (dso) seal was torn. After investigation the results indicated a reportable malfunction due to the error code 45985 and torn dso seal. The cause of the customer reported issue and the error code was a faulty printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and pwa board.

Event description:
The customer returned the product for the pump indicating errors, and during inspection it was found that the error code 45985 was noted on power up and a torn downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the error code 45985 and torn dso seal. There was no patient involvement.